Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). It was reported that upon inserting the cage it broke while twisting it. The cage was used and the fragments were removed. The surgery was completed without harm to the patient,

Manufacturer narrative:
Investigation: used test and analysis equipment: keyence vhx 600 d digital microscope. We made a microscopic investigation of the fragment. Except a deep score, we found no visible abnormalities. Batch history review: the manufacturing documents have been checked and found to be according to specification valid during the time of production. Conclusion and root cause: the root cause of the problem is most probably usage related. Rational: with only a fragment provided for analysis, it is not possible to determine a definitive root cause. In similar cases like this, excessive force during implantation is the most probable root cause. A material defect or a manufacturing error can be excluded. No CAPA is necessary.